Manufacturer narrative:
Device passed displacement and sleep current measurement tests; it failed active current measurement test. After taking the boards out and inserting them into another case, the active current measurement dropped from 211 ma to 193 ma which is within specs. The higher than normal active current measurement is due to the battery board and its associated connectors within the case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had several power loss alarms. The customer¿s blood glucose level was 200 mg/dl. The error recurred during self test. Replacing the battery and the battery cap did not resolve the issue. Troubleshooting was not performed and the insulin pump will not be returned for analysis.